Manufacturer narrative:
Reported phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Reportedly, the patient's ipg header block was pushing out against the skin. As a result, the physician explanted the patient's ipg after being unable to re-position it due to patient's physiological make up resulting from cerebral palsy.

Manufacturer narrative:
The reported event for pain at ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.